Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse reported that the customer replaced several parts to repair the unit however, the unit would not power up. The fse evaluated the iabp unit and replaced the executive processor board and verified operation, safety and performance per specifications. The iabp unit was safe to operate and cleared for clinical use.

Event description:
It was reported that liquid spilled onto the cardiosave intra-aortic balloon pump (iabp). The iabp was making a loud screeching noise and will not turn on. It is unknown under which circumstances this event occurred. No patient involvement or adverse event was reported.